Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of the peritonitis was the titanium adaptor became disconnected from the non-baxter catheter and fell to the ground; the hp reconnected the catheter and titanium adaptor and wiped it with povidone. The hp was prescribed unknown antibiotics and was reported to be recovered. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.